Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. As per the IFU: the presence of other indwelling endovascular stents may interfere with proper deployment and function of the pipeline¿ flex embolization device. Information received from the same report as MFR: 2029214-2016-00478.

Event description:
Medtronic received information that during treatment of a giant aneurysm located in the internal carotid artery (ica), two device devices did not open during deployment. It was reported that the middle segment of the devices would not open. The devices were removed from the patient. It was further noted that the patient was being treated for the recanalization of this aneurysm, and was previously stented with a competitors device and coils. No patient injury was reported.

Manufacturer narrative:
The pipeline push wire and braid were returned for evaluation. As received, the braid was not attached to the push wire. The braid was found to be fully open with both ends having slight fraying. In addition, the distal hypotube was found to be stretched. No other anomalies were observed. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported event. It is possible that the pre-existing stent may have contributed to the reported event. Additionally, the distal hypotube was found to be damaged, however the cause for the damages could not be determined. Per the instructions for use (IFU): ¿the presence of other indwelling endovascular stents may interfere with proper deployment and function of the pipeline¿ flex embolization device.¿

Event description:
Medtronic received additional information that the aneurysm treated was located in the cavernous segment of the left internal carotid artery.